Manufacturer narrative:
Device evaluated by MFR: synergy mr, ous, 2.25x12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to strut row 3-5 on the distal end of the stent. Strut #04 was lifted and pulled distally. The stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). A 2.25 x 12 synergy drug-eluting stent was advanced but got caught with calcification and failed to cross the lesion. The device was removed from the patient's body and the stent struts were found to be lifted. Subsequently, the procedure was completed with another of same device combined with a non-bsc guide extension catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified distal right coronary artery (rca). A 2.25 x 12 synergy¿ drug-eluting stent was advanced but got caught with calcification and failed to cross the lesion. The device was removed from the patient's body and the stent struts were found to be lifted. Subsequently, the procedure was completed with another of same device combined with a non-bsc guide extension catheter. No patient complications were reported and the patient's status was stable.